Manufacturer narrative:
The field service representative performed preventative maintenance and confirmed the instrument was properly operating. Qc was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable alkaline phosphatase results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 1003 u/l. The repeated result was 180 u/l. This result was reported outside of the laboratory. The sample was repeated on another analyzer and the result was 181 u/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. Reagent issues were excluded. Sample clot alarms were observed on the system's alarm trace. The investigation is ongoing.